Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 499 mg/dl. The infusion set came apart and kept falling off. The customer treated with manual injection and insulin pump bolus. Troubleshooting was performed; proper infusion set usage and protocol were reviewed with the customer. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.